Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) declared a lead safety switch (lss) due to low out of range pacing impedances on the right atrial (ra) lead, measuring less than 200 ohms. After the lss, noise was noted in the unipolar configuration. When the lead was programmed back to bipolar, there was no noise, and all other lead values were stable. A low amplitude alert was also noted. The patient's ra lead is a non-boston scientific product. The physician elected to continue to monitor the patient/system. This crt-p system remains in service. No adverse patient effects were reported. Additional information was received which indicated the physician elected to explant and replace the crt-p as the device was on advisory, however, it did not exhibit advisory behavior. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide the updated conclusion code based on trend analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) declared a lead safety switch (lss) due to low out of range pacing impedances on the right atrial (ra) lead, measuring less than 200 ohms. After the lss, noise was noted in the unipolar configuration. When the lead was programmed back to bipolar, there was no noise, and all other lead values were stable. A low amplitude alert was also noted. The patient's ra lead is a non-boston scientific product. The physician elected to continue to monitor the patient/system. This crt-p system remains in service. No adverse patient effects were reported.